Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keys did not seem to be working properly. The customer noticed the screen started to look faded. When she went to bolus, the numbers on the insulin pump's screen started to scroll and the buttons were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to verify the missing segments, faded screen, button keypad anomaly, or the scrolling numbers display anomaly due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.